Event description:
It was reported the pediatric patient was being temporarily paced externally while being treated for an infection. While the device was connected to the patient, the physician opened the battery drawer to replace the battery. Approximately 6 seconds after the battery drawer was opened, the device stopped pacing. The patient experienced dizziness after the pacing ceased. According to the physician, the user guide for the device indicated pacing would continue for 15 seconds after the battery drawer was opened. Although the user guide indicates pacing is "typically" maintained for approximately 15 seconds after the battery drawer is opened, the guide states the device should be disconnected from the patient during battery replacements. It was reported there were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the pacer dependent pediatric patient was being temporarily paced externally while being treated for an infection. While the device was connected to the patient, the physician opened the battery drawer to replace the battery. Approximately 6 seconds after the battery drawer was opened, the device stopped pacing. The patient experienced dizziness after the pacing ceased. According to the physician, the user guide for the device indicated pacing would continue for 15 seconds after the battery drawer was opened. Although the user guide indicates pacing is "typically" maintained for approximately 15 seconds after the battery drawer is opened, the user guide states the device should be disconnected from the patient during battery replacements. It was reported there were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis confirmed the reported field experience that the device was unable to pace for the time specified in the technical manual. A defective main pacer circuit board caused the unit not to hold a charge to keep the unit pacing when the battery was removed. Cracks on the case of the device were also observed.